Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) when it was reported that a 2008t machine experienced an issue with low ultrafiltration (uf) removal during a patient's hemodialysis (hd) treatment. The service confirmation completed by the fst indicates that a low flow error was also experienced for which the motherboard was replaced. The ultrafiltration (uf) issue could not be duplicated during evaluation and the biomed verified the uf calibration to be within specification. Additional information was requested, however a response was not received. The service confirmation indicates that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported machine issues. No parts were reported to be returned to the manufacturer for a physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). The fst could not duplicate the reported uf issue and was able to verify that the uf was calibrated properly. It was noted that the motherboard was also replaced to resolve the reported low flow error. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The manufacturer was not able to determine a causal relationship between the objective evidence provided by the customer and the reported event. Therefore, the reported event is not confirmed.

Event description:
A fresenius field service technician (fst) was called onsite by a user facility biomedical technician (biomed) when it was reported that a 2008t machine experienced an issue with low ultrafiltration (uf) removal during a patient's hemodialysis (hd) treatment. The service confirmation completed by the fst indicates that a low flow error was also experienced for which the motherboard was replaced. The ultrafiltration (uf) issue could not be duplicated during evaluation and the biomed verified the uf calibration to be within specification. Additional information was requested, however a response was not received. The service confirmation indicates that the patient did not experience a serious injury, adverse event, or require medical intervention as a result of the reported machine issues. No parts were reported to be returned to the manufacturer for a physical evaluation.